Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 241 mg/dl, 443 mg/dl, 150 mg/dl, 192 mg/dl, 252 mg/dl, and 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.